Event description:
Complainant alleged that the medics were responding to a call for an unresponsive, unconscious, pulseless and apneic 52 year old female pt. The medic monitored the pt in lead 2, and the ECG display indicated the pt was presenting a ventricular fibrillation heart rhythm. The clinicians then attached the defibrillation electrodes to the pt and charged the device to 200 joules, but the device would not discharge on the medics 2-3 discharge attempts. There were no error messages displayed on the device screen. The medics were able to obtain another unit within a min of the device failure. Pt resuscitation attempts were continued en route to the hosp, but the medics were directed to cease resuscitation efforts prior to arriving at the facility. The complainant indicated that the pt outcome was not as a result of the reported malfunction.